Manufacturer narrative:
Evaluation: it is alleged that the drill snapped between the coil and the base, the bit breaks, and the bit becomes stuck in the patient. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is likely that the instrument failed due to (but not limited to): excessive force that may have applied during usage, continued operation of the drill after it was stuck against hard material, rapid forward and reversal of direction of rotation when the device is stuck, excessive bending around the corners, device wear due to usage with time, low speed/high torque of operation. Without further surgical information, the exact cause can not be determined with certainty. The potential field age of the instrument is unk.

Event description:
It is reported that the drill bit broke and had to be retrieved with pliers from the patient.